Event description:
After placement of the catheter on the patient, the blue connector (venous lumen) luer lock connector blue, broke at the catheter. As a consequence, the system developed an air leak. Only the connection tube was screwed to the filtration. No other information provided.